Event description:
It was reported that a proultra endo tip separated in a patient's tooth. The separated piece was retrieved without sequela.

Manufacturer narrative:
The device was evaluated subsequent to submission of the initial report and found to be in specification.